Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. The alleged defect (four devices) noted by the hospital equipment company (distributor).

Event description:
The complaint is reported as: the customer alleges that the mask were received deformed and flattened. The alleged defect noticed upon receipt.